Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the access instrument for two patients. The initial accu tni results were: 2.89 ng/ml and 1.39 ng/ml for patient a and b respectively. Original samples were retested and accu tni results of 0.01 ng/ml were obtained for both pts. The repeated results were reported out of the lab. There have been no reports of pt injury requiring medical intervention or change to pt treatment that have been attributed to or connected with his event.

Manufacturer narrative:
Qc was performed at the start of the day shift and was within specs. No errors were posted to the event log at the time of this event. The specimens were collected into plastic corvac plasma tubes with gel separator and allowed to clot for 30 minutes before centrifugation. A field service engineer (fse) was dispatched to the customer's lab in 2008. The fse inspected the instrument and noted that main pipettor was significantly bent. The issue occurred on the overnight shift and customer was unable to determine how this may have happened. The fse replaced the main pipettor, performed all alignments and then primed the system. The fse conducted system testing and verified the instrument was performing within specs. The fse called customer the next day, to confirm that qc ran passed and the instrument is performing well. Hardware issue is considered the likely caused the erroneous results. A malfunction will be assumed for the purpose of this report.